Event description:
It was reported that when the patient presented remotely via merlin.net transmission, ventricular undersensing was observed. Programming changes were suggested. The patient was stable and being monitored.